Event description:
During electrosurgical procedure dispersive electrode became attached to drape and was partially peeled off of pt's thigh. Pt may have used skin lotion which was not completely removed prior to application of dispersive electrode. Esu current caused small burn. No prolonged hospitalization.